Event description:
In 2002, the patient was implanted with a vented electirc venticular assist device (lvad). In 2003, the vad coordinator contacted the manufacturer reporting that 3 days later, the physician had elected to place a patient on a pneumatic console with a stroke volume limiter due to increasing frequency of alarms and patient's anxiety with the alarms. The patient was then placed on a heparin drip, and remained stable until 2 days later, at that time the patient had arrested, was intubated and volume resuscitated. The patient then was placed back on electric actuation, and placed in auto actuation. The hospital is sending in the vent filter to the manufacturer for analysis. Patient remains on lvad support while awaiting a heart transplant.